Event description:
Customer's family member reported customer's device = 47 mg/dl at 6 pm. Customer was non responsive and family member called paramedics. Eight minutes later, paramedics device = 22 mg/dl. Paramedics treated customer's glucose however the type was not provided. No controls. A request was made for return product and replacement product was sent.